Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from two proficiency samples processed on a vitros 5600 integrated system. Acceptable results were obtained using an alternate set of proficiency samples with an alternate vitros tsh reagent lot. The investigation was unable to determine a definitive root cause. However, the proficiency samples in use or the vitros tsh reagent could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer observed higher than expected vitros tsh results for two proficiency samples processed on a vitros 5600 integrated system. Vitros tsh results of 1.81 and 1.53 miu/l were obtained versus the expected value of 0.05 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).